Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image produced when the scope was plugged in. The issue was found during set up of device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: faulty video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is no scope image produced when scope is plugged in is due to faulty video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.